Event description:
Customer reported that during a normal saline infusion a leak was noted on the set below the drip chamber. There was no patient harm. No additional information was available.

Manufacturer narrative:
(B) (4). Product evaluated and customer's experience of leaking set at below the drip chamber was confirmed. The root cause of the leak was identified to be a damaged outlet port of the drip chamber component. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot#.